Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31168427 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization of the internal iliac artery prior to an endovascular aortic repair (evar) a micrusframe18 12mm x 40cm coil (mfr181240, 31168427) was used as a first anchoring coil. There was an attempt to retrieve the coil as oversized, but the coil could not be re-sheathed. The coil and delivery wire could not be retracted in the protective sheath, so became unusable. The coil was replaced with another new coil. The coil embolization was successfully completed without further re-sheath. Then stent graft implantation was performed, and the procedure was completed. The physician commented that he felt damage during the re-sheath was occurring frequently. There was no post-procedure changes in the patient, no patient injury. A continuous flush was done. Other concomitant devices were veloute microcatheter and enpower cable. The devices were used according to the instructions for use (IFU). Additional event information received on 29-jan-2025 indicated that poor conformability led to resheathing the coil. Additional event information received on 07-feb-2025 indicated that the coil was noted to be protruding from the introducer. There was no resistance at any time during advancement of the coil through the microcatheter. The coil was not positioned at a relative sharp angle to the microcatheter.